Manufacturer narrative:
The service engineer replaced the oxygen solenoid valve. The part has not been received so the root cause at component level cannot be confirmed, if the part is received, the complaint will be reopened and a root cause analysis will be performed.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported the patient was ventilated with o2 settings at 22%. After a short while there was an alarm that o2 device failed. The nurse raised the o2 level to 23% and the error went away and there were not any more errors. The ventilator was on a patient at the time of the issue. There was no patient harm reported. The technical support consultant (tsc) spoke with the customer and was informed the event log shows the error check vent: oxygen device failed and oxygen not available at the same time. The hospitals biomedical engineer tested the ventilator, and it is working within parameters. No erroneous functions have been seen. The tsc consulted with a product support engineer (pse) who advised to test the ventilator in a different room to verify whether the issue can be duplicated. The pse advised it may be an issue with the high-pressure oxygen hose or the oxygen supply. The pse went on to inform that non-philips oxygen hoses may have a smaller ID which restricts flow. Pse advised to confirm high pressure oxygen supply by placing a pressure gauge or pick-off between the oxygen hose and the v60. This can be achieved by using the same setup to perform the high-pressure leak test. If the oxygen hose is confirmed to be from philips and the supply pressure is maintained between 40 to 87 psig, the pse advised to replace the oxygen valve. The investigation is ongoing.